Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-1948, 1627487-2012-1949. It was reported the pt is no longer receiving effective stimulation and is experiencing a burning sensation at the lead site. She also reports experiencing pain while charging (site unk). The pt has lost weight and her ipg is more prominent. The pt declined reprogramming and requested her scs system to be explanted. The pt was referred to a surgeon.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.